Event description:
Journal article reviewed revealed the following event. Patient presented to facility with an infection one (1) month after undergoing primary open reduction and internal fixation of a depressed lateral tibial plateau fracture. Revision of right tibial plateau fracture using autologous bone graft harvested with 12 mm reamer head from the contralateral femur. Eleven days (11) after revision surgery, the patient rolled over in bed and felt a snap in his left high. Radiographs showed spiral fracture of the left midshaft femur. Patient underwent an antegrade im nailing. Post op visit showed patient was doing well. This is one of six reports for this event.

Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Journal article: complications associated with negative pressure reaming for harvesting autologous bone graft: a case series: j orthop trauma. Vol. 24, number 1, jan 2010, pgs 46-52: gregory j. Della rocca md, phd, yvonne murtha md, frank a. Liporace md, michael d. Stover md, sean e. Nork md, and brett d. Crist md. G1, g5, h4: synthes is unable to provide the manufacture, PMA/510k number and/or the date of manufacture without a part/lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot or part number was provided.